Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator's air gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received service report, the part of the air gas module - nozzle unit - was affected by oil. The replacement of maintenance kit, which includes nozzle units, resolved the issue and further replacement of air gas module was not necessary. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. It is unknown under what circumstances the central air system became contaminated. Therefore, the root cause to the reported issue has not been determined. A correction of field # d1 brand name and # d4 version or model # was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).